Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 system. The repeat result recovered higher and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 system. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse verified and cleaned all drain and probe, replaced mixer and photometer lamp. The cse then performed alignment checks. Quality control (qc) recovered within the acceptable ranges. Siemens evaluated the event and determined that the malfunctioned mixer and photometer lamp contributed to the falsely depressed co2 result. The system is performing according to specifications. No further evaluation is required.